Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The patient has not been revised. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Biolox-forte kopf ) are marketed in USA, and therefore this report was filed. The biolox delta taper liner, hh/32 which was combined with the sulox head is not marketed in the USA as well as no similar devices. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a sulox-head 32 'm' 12/14 in combination with a biolox delta taper liner, hh/32 on (B)(6) 2016. The patient has been supplied with the not permitted ceramic/ceramic wear couple. This was not noticed during surgery. It was noticed after the surgery as patient was back in hospital bed, that a false ceramic head (sulox ) was matched to the delta inlay.

Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that patient received a sulox head combined with a biolox delta inlay. The event has been noticed only after implantation surgery. Doctor wanted to know how to proceed: review of received data: preoperative x-rays dated (B)(6) 2016: left hip contains the draft for the implantation of a tha. No conspicuous information related to reported event. Postoperative x-rays dated (B)(6) 2016: patient received a tha on the left hip. Cup implanted at around 37 degree inclination angle. No other conspicuous information related to reported event. Implantation report dated (B)(6) 2016: surgeon states that cup has been implanted at 40 degree inclination and 15 degree antiversion. It states that a ceramic (not specific) inlay has been impacted in the cup. Similarly for the head, no details are reported about the type of head used. Devices analysis:: no product was returned to zimmer (B)(4) for in-depth analysis review of product documentation: the compatibility check was performed and showed that the product combination was not approved by zimmer (B)(4). Root cause analysis: there are no difficulties to expect from technical point of view for the following reasons: dimensional and surface requirements are identical for biolox delta, biolox forte and sulox heads; material requirements are identical for biolox forte, cerasul and sulox heads; supplier one permits combinations of biolox forte and biolox delta components (both, heads and liners, in all combinations on same diameter). In the case at hand the sulox head was provided by a second supplier. We are not aware of any tribological tests. But fact is, that it is still an off-label use caused by the surgeon. Zimmer (B)(4) did not test nor release this combination. Conclusion summary sulox-head 32 'm' 12/14 (ref: 17.32.06) and a biolox delta taper liner, hh/32 (ref: 00-8775-009-32) were combined and implanted into one patient. The patient is not suffering of any harm. However, the combination is not approved by zimmer (B)(4). The root cause is an off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).